Event description:
Cryoablation was performed in 2003. A month later pt was treated for post-op pain. 6/03 the pt was admitted and diagnosed with uterine perforation, colonic perforation and pelvic abscess. Pt was treated by performing a hysterectomy and colostomy.